Event description:
During a service call for an issue related to image artifacts, fujifilm medical systems USA (fmsu) was informed that a patient was re-imaged three (3) additional times; the anatomy being radiated was the sacrum coccyx. The customer informed fmsu that the technique values were entered manually by the radiology technician and were not verified prior to exposing the patient. The technique values were 80 kvp / 271 mas and 80 kvp / 258 mas and sid 40cm. The re-exposures were performed in a room equipped with a d-evo suite comprised of devo panel, console, table and x-ray tube and generator. The customer mentioned that there were no signs of serious injuries associated as a result of the re-exposures. After the two exposures were performed the customer sent the patient to another location to finish the exam. This event is being reported in an abundance of caution due to the exposure dose and age of the patient. There was no patient death or serious injury associated with this event.